Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 24 and 36 hours, wearing the pod on their leg. The patient reported a pod hazard alarm while the pod was in use. The device evaluation found a tear in the cannula.